Event description:
The customer reported one incident of a phoenix machine, failing to stop the blood pump or clamping the venous line when a "blood in dialysate" alarm occurred. The patient involved in this incident was taken off this machine and completed the prescribed dialysis treatment on another phoenix machine of an unknown serial number.